Manufacturer narrative:
(B)(4). Concomitant products: catalog number: 900320, lot number: 082290. Catalog number: 900320, lot number: 845670. Catalog number: 900321, lot number: unknown. Foreign: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to hospital discarding it as biohazard. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-09339, 0001825034-2017-09341.

Event description:
It was reported that during a meniscal repair surgery, the anchor of this device did not deploy. Two other products experienced the same malfunction during this surgery. The surgeon used a different type of device to complete the surgery. No patient harm or significant delay was reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further actions are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.